Manufacturer narrative:
The thrust force was found out of specification, and for this reason it was recalibrated. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,); submission date of this report is over 30 days after the date of the event.

Event description:
Not specified by the customer.